Manufacturer narrative:
Concomitant medical products: product ID 37603, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator; product ID 3389s-40, lot# va00cfp, implanted: (B)(6) 2012, product type: lead; product ID 37642, serial# (B)(4), product type: programmer, patient; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type: extension; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type: extension; product ID 3389s-40, lot# va00cfp, implanted: (B)(6) 2012, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient was in the hospital and they did not have their patient programmer with them. The patient did not have a 50 percent or greater symptoms reduction. The nurse had contacted a manufacturing representative to come and check the patient's devices. The healthcare professional (hcp) stated the patient's system was working when they met with the patient on (B)(6) 2014. No further actions were required and the patient had recovered without permanent impairment.

Event description:
It was reported the patient was in the hospital since (B)(6) 2014 with a headache and sharp pains in their head and neck. The patient was not sure if it was related to their device or therapy. When the patient was in the shower and washing their hair, they hit a really tender spot when they were scrubbing their scalp. The patient felt the tenderness ¿three fingers¿ from the tip of their ear. The patient had called their healthcare professional (hcp) and they stated that where the patient felt the pain was where the connector was implanted. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent. Refer to manufacturer report #3004209178-2014-23658.